Event description:
This report is to advise of a failure event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that three external insulation abrasions at the distal region were consistent with friction against another device or a feature of the patient¿s anatomy, and the remaining damage was consistent with procedural-related trauma.